Manufacturer narrative:
(B)(4). Physio-control provided the customer with troubleshooting assistance. It was later confirmed that the biomedical engineer verified the reported issue and determined that the cause was the standard hard-paddles assembly (part number 3006567-007, lot code 1108). No discrepancies were observed with the device itself. After multiple attempts, physio-control has been unable to contact the customer to find out if he had replaced the standard hard-paddles assembly. Neither the device, nor the standard hard-paddles assembly, have been returned to physio-control for evaluation.

Manufacturer narrative:
Physio-control was able to speak to the customer, a biomedical engineer, who advised that after further testing of the standard hard-paddles assembly that he determined that they were not malfunctioning as previously thought. After observing proper operation of the standard hard-paddles assembly and device through functional and performance testing both the unit and paddles were placed back into service for use.

Event description:
The customer, a biomed, contacted physio-control to report that their device was not detecting the standard hard-paddles assembly during testing. Due to the device not detecting the paddles, they could not be used for defibrillation, if necessary. There was no patient use associated with the reported event.